Event description:
Pharmacist consultation with home health nurse, who reported mini spike is not working to well for them and requested 18 gauge needle. No further info was reported. Solicited call indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.